Event description:
Epicel graft failure [skin graft failure]. Inhalation injury [injury]. Compartment syndrome [compartment syndrome]. Atrial fibrillation with rvr (rapid ventricular response) [atrial fibrillation]. Hyperkalemia induced by transfusion [hyperkalaemia]. Right lower lobe collapse [atelectasis]. Seizure activity [convulsion]. 1-6 beat run of v tach (ventricular tachycardia) [ventricular tachycardia]. Cholestasis [cholestasis]. Trace aortic insufficiency [aortic valve incompetence]. Vancomycin-resistant enterococcus [enterococcal infection]. Persistent pressor requirement [angiopathy]. Pressure ulcers to buttock and head [decubitus ulcer]. Hypermetabolic response [hypermetabolism]. Worsening blood pressures [blood pressure decreased]. Thyroid insufficiency [thyroid disorder]. Hypernatremia [hypernatraemia]. Required insulin drip to maintain blood sugars within normal limits [blood glucose abnormal]. Hct (hematocrit) drifted [haematocrit abnormal]. Dic (disseminated intravascular coagulation). Persistent bleeding diathesis oozing profusely from wounds [haemorrhagic diathesis]. Positive culture for stenotrophomonas [stenotrophomonas infection]. Positive culture of chryseobacterium [bacterial infection]. Positive culture for e. (Escherichia) coli [escherichia infection]. Pain. Agitation. Significant bleeding/required ffp (fresh frozen platelets) [graft haemorrhage]. Fibrous tissue with granulation tissue (skin of left thigh and left arm) [excessive granulation tissue]. Mild chronic inflammation of tissue (skin of left thigh and left arm) [inflammation]. Necrosis of skin tissue (left thigh and left arm) [skin necrosis]. Calcification of skin tissue (left thigh and left arm)/ shards of bone found in these areas [calcinosis]. Areas of dead muscle on the right posterior left thigh [muscle necrosis]. Death. Hypothermia. Renal failure. Multiple positive cultures [infection]. Large hematoma that was old in right mid upper back under taken autograft/ hematoma left shoulder [haematoma]. Sepsis. Case description: spontaneous report received on 04/20/2010 from a physician via a company representative regarding a patient, (B)(6), with a relevant medical history of thermal burns form an unk injury. The patient did not have any known allergies or signification of dermatological history. On (B)(6) 2007, the patient was injured and sustained 90% tbsa (total body surface area) burns. The patient was admitted to the hospital on the same day ((B)(6) 2007). On (B)(6) 2007 at 4pm, the patient underwent a skin biopsy for epicel cea (cultured epidermal autografts) treatment. The expiration date on the biopsy tubes was (B)(6) 2008 and the biopsy site of both tubes was the left arm. At the time of the biopsy, the patient did not have any microbial or fungal systemic or wound infections. The patient was treated with the topical antimicrobial medication silver nitrate, as well as with the systemic antimicrobial medications vancomycin and cefepime. On (B)(6) 2007, the patient received 20 grafts of epicel lot number ee01105. On (B)(6) 2008, the patient received another 20 grafts of epicel lot number ee01105. The patient then expired on an unk date. The cause of death was unk. No further information was provided. The sterility and environmental results were received on 04/26/2010. All sterility and environmental monitoring for the production of epicel lot ee01105 met acceptance criteria. Additional information was received from the surgeon on 05/05/2010. Per the discharge summary, the patient was admitted to the hospital on (B)(6) 2007 with the principal diagnosis of 90% tbsa flame burns. The patient sustained the burn injury from being in an enclosed room when the mattress caught on fire. The patient arrived in the emergency room conscious and speaking minimally. Most of the burns were third degree, with spared areas only on top of the head, small areas of the left forearm and lower abdomen, and bilateral feet. The burns were tight with eschar throughout and barely palpable femoral pulses. Associated diagnoses included: inhalation injury, compartment syndrome, hypothermia, renal failure, atrial fibrillation with rvr (rapid ventricular response), hyperkalemia induced by transfusion, right lower lobe collapse, seizure activity - eeg (electroencephalogram) unremarkable, negative venogram from dvt (deep vein thrombosis), 1-6 beat run of v tach (ventricular tachycardia), cholestasis, blood use - rbc (red blood cell) 42 units, plasma 30 units, dvt with filter placement, trace aortic insufficiency, vancomycin-resistant enterococcus, hematoma left shoulder, and persistent pressor requirement. On the day after his admission, (B)(6) 2008, tpn (total parenteral nutrition) was initiated and continued over the course of his hospitalization. He was maintained on omeprazole for prophylaxis. The patient was initially sedated with fentanyl and versed, which was continued throughout his hospital course. A chest tube was placed on hd (hospital day) #1 and the patient was intubated throughout his hospitalization. Methadone was administered for pain relief seroquel for agitation. To maintain blood pressure, the patient was placed on neosynephrine and levophed at various times. On (B)(6) 2007, the patient underwent excision and allograft or integra. On (B)(6) 2007, the patient underwent excision and grafting with autograft and allograft to the bilateral lower extremities. On (B)(6) 2007, the patient underwent excision and grafting with allograft to back and buttocks. On (B)(6) 2007, the patient underwent fascial excision of the back and bilateral gluteal areas and two-to-one meshed allograft was applied to the back and bilateral gluteal areas. On (B)(6) 2007, the patient underwent excision and allograft to the right upper extremity, right groin, left forearm and left ankle. The left forearm was biopsied for cultured epithelial autograft. On (B)(6) 2007, the patient underwent excision and grafting of the bilateral lower extremities with autograft and allograft. On (B)(6) 2007, the patient underwent autografting to the anterior trunk, right arm, left groin and upper thigh; second stage integra was also placed with autografting of the anterior trunk and right arm and excision of the left arm and shoulder to fascia. On (B)(6) 2007, the patient underwent excision and grafting to the anterior chest with autografts. On (B)(6) 2007, the patient underwent excision and grafting with autografts on the back and buttocks. On (B)(6) 2007, the patient developed recurrent atrial fibrillation with rapid ventricular response, and amiodarone was loaded and begun as a drip; the patient spontaneously converted back into sinus rhythm. Amiodarone was being weaned off, when he went into an atypical atrial fibrillation and amiodarone IV (intravenous) and digoxin were started. He was placed on lopressor for hypermetabolic response and solely on amiodarone and digoxin with beta-blockade. On (B)(6) 2007, the patient underwent excision and grafting with cultured epithelial autografts (epicel) to lue (left upper extremity), bilateral le (lower extremities), lower abdomen and bilateral thighs. These areas were examined on (B)(6) 2007 and there was minimal take of these grafts. Due to the patient's critical illness, he developed pressure ulcers to his buttock and head. On (B)(6) 2007, the patient underwent excision and grafting to the right back and debridement of the left shoulder, bilateral forearms and neck. On (B)(6) 2007, the patient underwent excision and grafting to the back. On (B)(6) 2008, the patient underwent excision and grafting with cea (cultured epidermal autografts; epicel) to the right thigh, left thigh, left flank and left shoulder. On (B)(6) 2008, the epicel backing was removed and the patient underwent a total body dressing change. The staples and backings were removed from the epicel on the anterior medial thighs bilaterally, but it was still to early to assess the take on these grafts. Dressing were reapplied on these areas with bridal veil and gauze quilt soaked in fluconazole (400 mg per liter), as well as the remainder of the patient's wounds. The backing and staples were then removed from the epicel on the flank. Once again, it was still too early to assess the graft take. The wounds on this side were redressed with bridal veil and fluconazole pad. During the patient's bed change, a large hematoma was found that was old in the right mid upper back under the taken autograft. There appeared to be no active bleeding. The patient's arms were then dressed with gauze and kerlix and the neck graft was cleaned using forceps and washed with alcohol. The patient tolerated all procedures without complications and returned to the burn unit in critical but stable condition. On (B)(6) 2008, the patient underwent a tangential excision of the right lower extremity with application of 2:1 meshed autograft to the right lower extremity. On (B)(6) 2008, the patient underwent excision and grafting of the left leg with biopsy of epicel site of the left thigh. Bleeding from the procedure was minimal and controlled with an epinephrine-soaked sponge, and the wound was left open for dressings. The patient tolerated the procedure without complications and returned to the burn unit in critical but stable condition. Prior to this grafting, the patient's body was approximately 62% closed. The patient was started on bactrim for stenotrophomonas grown from blood cultures on (B)(6) 2008. Blood cultures taken on (B)(6) 2008 also tested positive for chryseobacterium, so the patient was also started on zosyn. The patient's hct (hematocrit) drifted, requiring periodic transfusion on (B)(6) 2008, (B)(6) 2008 and (B)(6) 2008 for what was assumed to be minimal bleeding from his wounds. He also required ffp (fresh frozen plasma) for plts (platelets) 66 on (B)(6) 2008. He was kept on prophylactic levonox. On (B)(6) 2008, blood cultures tested positive for vre (vancomycin-resistant enterococci) and the patient was started on linezolid. On (B)(6) 2008, the patient underwent excision and grafting of the left upper arm, bilateral thighs and right lower abdomen. The most recent graft (epicel) on the left lower extremity showed very poor take. Therefore, the surgeon was very concerned about placing further autografts given the nature of the patient's donor sites. The areas that had the cultured epithelial autograft placed twice during the patient's illness were biopsied at the last surgery ((B)(6) 2008) and were found to contain "fibrous tissue" and "shards of bone". There was no visible epithelium. The final diagnosis of the biopsy report stated: fibrous tissue with granulation tissue, mild chronic inflammation, necrosis, and calcification; no viable epidermis identified (from left thigh and left arm shave biopsies). Clinically, according to the surgeon, it appeared that none of the epicel had resulted in coverage. Therefore, the areas that were excised on (B)(6) 2008 received allografts. There was significant bleeding during the procedure that was controled with epinephrine-soaked sponges, the electrocautery and suture ligature. The patient also received fresh frozen plasma during the procedure, after which the bleeding subsided on all areas. Allograft was placed onto the left upper arm, right lower abdomen, left posterior thigh, left hip, right anterior thigh, right posterior thigh, right lateral thigh, and the right groin. The patient tolerated the procedures without complications and returned to the burn unit in critical but stable condition. On (B)(6) 2008 blood cultures tested positive for e. (Escherichia) coli, so the patient was started on cefepime. The patient had multiple other positive cultures during his hospitalization and was treated with the following additional antibiotics: vancomycin, meropenum, fluconazole, micafungin, and gentamicin. On (B)(6) 2008, the patient was started on vasopressin for worsening blood pressures. He remained on and off the vasopressin, also requiring epinephrine drip at times. In early (B)(6) 2008, the patient developed dic (disseminated intravascular coagulation) with a persistent bleeding diathesis, oozing profusely from his wounds. He was provided with an amicar drip and multiple transfusions and wound care was discontinued for a time. This did slow the bleeding, but this mode of therapy was discontinued when the family requested that the patient to be made comfort measures only. On an unk date, the patient was found to have thyroid insufficiency requiring levothyroxine 100 mcg IV. He also required free water boluses and d5w for hypernatremia. The patient maintained good blood glucose control, he was seen by ot (occupation therapy), pt (physical therapy), a social worker, nutrition, ID (infectious disease), and psychiatry. On (B)(6) 2008, a family meeting was held with the surgeon, the nursing staff, the burn residents and the patient's family. The patient's current state was described to the family. Given the grave state of the patient's health and the unlikelihood that he would recover, the decision was made to make the patient comfort measures only. The patient was then taken off all antibiotics, levophed and other drips, maintained on fentanyl and versed, and left intubated but with minimal ventilator settings. The patient expired within two hours. At the time of the patient's death, about 35% tbsa remained open. The case was referred to and accepted by the office of the medical examiner so the official cause(s) of death was unk. However, the surgeon specified that there were no particular wound infections that the patient died from. She stated that the patient had developed sepsis in addition to dic prior to death, and that the patient might have developed other complications in the ICU (intensive care unit), that could have contributed to the death. The surgeon further stated that since the epicel grafts did not take and therefore the patient was not closed, this could have been a possible contributor to the patient's death but she could not say for sure. Additional information was received from the surgeon on 05/07/2010. The physician confirmed that the patient's death was not believed to be related to the epicel product. Rather, she felt that due to the epicel graft failure, like any other graft failure, there was additional time that the patient could not receive physical therapy. This added to the debilitated state of the patient and might have aggravated, for example, pulmonary status. The physician noted that there was no infection at the epicel graft site. Therefore, although the physician reported epicel graft failure, she did not feel that there was a direct relationship between the epicel cells and the patient's death. Manufacturer's comment: the benefit-risk relationship of epicel is not affected by this report.